Event description:
Information received indicated the power cord ground prong was loose.

Manufacturer narrative:
The hill-rom technician was unable to produce a ground impedance reading for an electrical safety test. He replaced the power cord to resolve the issue.